Manufacturer narrative:
(B)(4). The customer reported, "screen does not energize". There was no report of pt impact. The customer was informed that this device has been out of support since december 2006 and parts are no longer available. Based on the customer's report, we will consider this a malfunction. We cannot determine the cause.

Event description:
The customer reported, "screen does not energize". There was no report of pt impact.